Event description:
It was reported that this pacemaker device was exhibiting behavior consistent with a premature battery depletion (pbd) . The physician was unable to interrogate the device. The device was explanted, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An engineering-level longevity calculation was completed and it was confirmed this device's battery was depleting normally. A zoom programmer recognized the device; however, interrogation could not be fully completed despite multiple attempts. The device memory was cloned into another device and that device was successfully interrogated, confirming the issue was not due to a software problem. Next, the device case was opened to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Current drain was measured and confirmed to be normal; no high current draw was detected. Detailed testing suggested a possible issue within an integrated circuit (ic) in this device; however, the definitive root cause of the inability to fully interrogate this device could not be confirmed.

Event description:
It was reported that this pacemaker device was exhibiting behavior consistent with a premature battery depletion (pbd) . The physician was unable to interrogate the device. The device was explanted, and a new device implanted. No adverse patient effects were reported.